Event description:
The event is reported as: complaint alleges: the stapler jammed during use. The customer states that the trigger may have been depressed with force because the stapler jammed and this may have caused the cover block to break and the rail to slide out of place. The event caused no harm to the pt.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.